Event description:
It was reported that the device was implanted on (B)(6) 2016 for th12 of bone fracture. (B)(6) 2017, it was removed the as plan. But it couldn't loose the connector of th11 by the driver. So it was remained connector and rod on right side only.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Visual, dimensional and functional analysis could not be performed as the device was not returned conclusion: because the related connector was implanted in the body for some time. It is likely that the jamming is due to these causes.

Event description:
It was reported that the device was implanted on (B)(6) 2016 for th12 of bone fracture. (B)(6) 2017, it was removed the as plan. But it couldn't loose the connector of th11 by the driver. So it was remained connector and rod on right side only.